Event description:
Patient used complete contact lens solution and developed bilateral acanthamoeba keratitis. Dose or amount: each lens 3 drops every night. Dates of use: 2006. Diagnosis: contact lens wearer. Event abated after use stopped: no. (Please see add'l scanned pages).